Manufacturer narrative:
Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving infumorph (n/a mg/ml at n/a mg/day) via an implantable pump for non-malignant pain. It was reported that the device that was connecting to the pump was not working. They went twice to the healthcare provider (hcp) and they were connecting the handset and communicator, but the controller would sit at 90% and not give a bolus. The issue started after they did magnetic resonance imaging on (B)(6) 2026. Agent walked patient through resetting the communicator and turning bluetooth off and back on. They confirmed location and bluetooth were on. Agent had them clear data from the app and try to connect again. Patient was able to successfully connect and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.